Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module had a broken internal battery connector. There was a battery hazard alarm on the power module. A battery exchange was performed, this did not solve the problem which led the customer to believe the internal battery connector was broken and needed to be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken internal battery connector could not be confirmed through this evaluation. Event details indicated that there was a battery hazard alarm on the power module. Battery exchange was performed; however, this did not solve the problem. Additional information communicated on 08nov2021 indicated that the replacement of the battery clip fixed the problem. The information indicated the power module (serial # (B)(6) ) would not be returning for an evaluation. A root cause that attributed to the damage could not be determined during this investigation. Device history record with shop order numbers 91133 and 90130 were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate ii power module (B)(6) was shipped to the customer on 25aug2010. Power module IFU covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU and hm3 IFU has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery clip was exchanged and the power module was now working properly.